Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information was received indicating that this device was subsequently explanted and replaced. This device has been returned.